Event description:
Healthcare professional reported "implant rupture". Healthcare professional later reported "silicone migration to lymph nodes". This record is for unknown side. Device status is unknown.

Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.